Event description:
Same case as MDR ID# 2134265-2015-04380. It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.75x28mm promus premier stent was selected and implanted to treat the lesion; however, it was noted that the proximal end of the stent was deformed. A non-bsc intravascular ultrasound (ivus) catheter was advanced; however resistance was encountered. It was suspected that the ivus catheter was caught on the 2.75x28mm promus premier stent. A 3.50x20mm promus premier stent was then advanced to treat the damaged 2.75x28mm promus premier stent; however, the device was unable to cross the target lesion. When the 3.50x20mm promus premier stent was removed, it was noted that the stent strut was pulled up and was deformed. The procedure was completed with post dilation and implantation of another 3.50x20mm promus premier stent proximal to the 2.75x28mm promus premier stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).